Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: reoperation due to device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction with mentor memoryshape breast implants (685cc on the left and 555cc on the right) experienced bilateral device migration postoperatively. The patient reported that both implants were out of the pocket. As a result, the patient underwent a revision surgery in 2016, where the same devices were re-implanted. Mentor breast implants are single-used devices, and the re-implantation of the same device is off-label use. In 2018, the patient experienced a recurrence of bilateral device migration and left-sided complications of breast pain, skin reaction, paresthesia, and cutaneous contour deformity. The patient reported that the left breast is painful and red, feels cold and has ripples in the skin with a ¿bubble¿ by the edge. Furthermore, the patient stated that the implants are under the armpits, and the left breast feels rubbery with burning and itching sensation when arm is raised. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.